Event description:
It was reported that the alignment tabs of fiber-optic sensor ext cable assy for cardiosave intra-aortic balloon pump (iabp) was broken. The issue was found while changing the coil cable, hence no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes investigation conclusion), h11. A getinge field service engineer (fse) replaced the fiber optic cable assy (0012-00-1562) and jumper cable (0012-00-1808) . Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for use.

Event description:
N/a.